Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding two axium coils being stretched. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm in the anterior communicating artery with a max diameter of 3.6 mm and a 1.2 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was severe. It was reported that as per operator the coil was stretched and was disturbing the coil mass. Hence it was removed. There was no friction or difficulty during testing or delivery. The continuous flush was administered during the procedure. The damage/stretched location was on the implant coil. The physician repositioned the coil during the procedure two times with the first coil (lot# b056574) and one time with the second coil (lot# b008426). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).  No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a neuron max sheath, neuron guide catheter, headway 17  microcatheter, traxcess guidewire. Additional information was received that the procedure was completed with no abundant and was planned the next day with competition coils. Resistance while placing the coil caused the stretch. It was stated that there were no issues that resulted in the damage that was found.